Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect count and defective printing was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and neither incorrect count nor defective printing issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect count and defective printing. Bd was not able to identify the exact root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® c&s boric acid kit plus urine tube there was mix of product types in a pack and missing component(s) of product. The mixed product event affected 70 devices. The missing component event affected 70 devices. The following information was provided by the initial reporter. The customer stated: they have two complaints: 1) "in a unit pack of 1 uc&s 4ml tube + 1 transfer straw, there is another part packed: a second transfer straw but without white holder. It¿s just a straw and an unprotected needle." 2) "on the unit packaging, lot number is not printed correctly."